Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified number of units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 201 mg/dl. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.